Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer¿s adc blood glucose meter had a display issue, noting there was a rainbow appearance on the screen. She further reported that on (B)(6) 2018 customer was sleeping when she began to experience a seizure, but due to the display issue caller could not receive a reading. Customer¿s mother called the paramedics and while waiting for them to arrive, she gave the child an ativan 2 mg. And oxygen. Upon arrival, the paramedics received a reading of 44 mg/dl on their meter and transported her to the hospital. At the hospital, a reading of 36 mg/dl was received on a hospital meter and customer was treated with an intravenous infusion of 10% dextrose. A final hospital blood glucose reading of 122 mg/dl was received and customer was discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s mother reported customer¿s adc blood glucose meter had a display issue, noting there was a rainbow appearance on the screen. She further reported that on (B)(6) 2018 customer was sleeping when she began to experience a seizure, but due to the display issue caller could not receive a reading. Customer¿s mother called the paramedics and while waiting for them to arrive, she gave the child an ativan 2 mg. And oxygen. Upon arrival, the paramedics received a reading of 44 mg/dl on their meter and transported her to the hospital. At the hospital, a reading of 36 mg/dl was received on a hospital meter and customer was treated with an intravenous infusion of 10% dextrose. A final hospital blood glucose reading of 122 mg/dl was received and customer was discharged. There was no report of death or permanent injury associated with this event.